Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the inner blade was broken off during the procedure. There was no patient impact.

Manufacturer narrative:
This event has been reported previously in regulatory report # 1045254-2018-00625. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the incorrect product identification was provided previously and this report was made in duplicate.